Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. Customer experienced a loss of consciousness and had hcp contact. It was also reported customer was "hit by a car, causing brain damage", however it was unspecified when this event took place in relation to the reported sensor error message. No specific treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. Customer experienced a loss of consciousness and had hcp contact. It was also reported customer was "hit by a car, causing brain damage", however it was unspecified when this event took place in relation to the reported sensor error message. No specific treatment was reported. There was no report of death or permanent injury associated with this event.